Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: manufacturing location: monument, manufacturing date: october 18, 2020, expiration date: august 1, 2030, part number: 04.037.261s, 12mm/130 deg ti cann tfna 400mm/left- sterile, lot number: 66p0382 (sterile), lot quantity: (B)(4). One piece was scrapped, for a cannulation runout failure. The remainder of the lot was 100% inspected for this feature and determined to be acceptable. One piece was scrapped, bend, after a set-up failure. Production order traveler met all inspection acceptance criteria apart from the two pieces noted. Inspection sheet, in-process / inspect dimensional / final met all inspection acceptance criteria apart from the one piece noted (cannulation). Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log (pll) lmd was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿blade missed the nail¿ does not indicate breakage of the nail or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection: the tfna fem nail ø12 le 130° l400 timo15(p/n:04.037.261s & lot #: 66p0382) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the nail was deformed/distorted near the walls of the helical blade opening of the nail. Based on the provided information, the surgeon tried to drill the helical blade in the aperture of the tfna nail and that could have caused the deformation/distortion on the aperture wall of the nail that could have lead to misalignment of nail. Upon inserting the helical blade in the hole of tfna nail, the blade didn't go further till the end of threads. According to the surgical technique, the helical blade needs to advance till recess when inserted in the hole of tfna nail. Hence the complaint condition is consistent with the reported incident. Functional test: the helical blade was inserted in the tfna nail to confirm whether the blade advance as desired. The device failed the test. Can the complaint be replicated with the returned device(s)? Yes. Dimensional inspection: an accurate dimensional inspection relevant to this complaint could not be performed at cq due to the oblique shape of tfna nail aperture. Document/specification review: based on the date of manufacture the drawings, reflecting the current and manufactured revision were reviewed. Complaint confirmed? Yes as nail failed to be misaligned. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for the tfna fem nail ø12 le 130° l400 timo15(p/n:04.037.261s & lot #: 66p0382) . There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues, or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent treatment for a subtrochanteric fracture with a tfna nail. During the procedure the blade missed the nail and was anterior. The nail was checked with the jig prior to implanting, and all was good. The nail was in, the guide wire seemed to go anterior and was noticeable when the blade was in. The blade and nail were then exchanged and another tfna instrument set was used. There was a surgical delay of thirty (30) to forty (40) minutes. There was no patient impact. This report involves one (1) 12mm/130 deg ti cann tfna 400mm/left-sterile. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.